Event description:
Allegedly the patient was revised due to other indication for revision (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01114. This event occurred in the (B)(6).